Event description:
The facility reported a colleague infusion pump with an inoperable stop key on the channel a pumphead module keypad. The problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.